Event description:
Pt complained of not feeling well. Venous low alarm sounded. Large amount of blood found on floor. Pt 2 hours into 3 1/2 hour treatment. Both needles intact. Venous needle approx 1/2 inch from complete insertion. Blood noted leaking around needle. Pt's blood flow correctly set at 400cc/min via blood pump device.